Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'keypad does not work - up, down, delete' which was reproduced during evaluation as top four keys were not working. The reported condition was verified. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys up, down and delete on the keypad were not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.